Event description:
The pt reported blood glucose results of "80 mg/dl" with the lifescan meter and "130 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.